Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son alleging that the pump had a history/settings issue. The reporter did not allege any harm or injury because of the reported issue. The reporter claimed that after having removed the battery from the pump for no more than 10 minutes, the pump's settings were cleared. The reporter claimed that she had to re-enter the basal rates and all other settings in the pump. The alleged issue was not resolved with troubleshooting. The pump was out of warranty. The reporter refused to return the pump to anm. She was in the process of working with anm to obtain a new pump. The anm representative involved in this contact confirmed that the patient had a backup plan for insulin delivery. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a history/settings issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump was exercised for 24 hours and the bt1 battery was fully charged. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed. There were no other settings issues noted with the pump. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.